Event description:
An aneurx stent graft sys was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. Vessel morphology was reported to have severe disease progression with aortic neck dilatation, non tortuous and non-calcified. It was reported that approx 52 months post stent graft implant the CT demonstrated that stent graft had migrated 30mm distally into the aneurysm sac. There was a type I endoleak. The stent graft folded over into the aneurysm sac; the physician was unable to perform an endovascular repair. The physician elected to remove the stent graft and surgically convert the pt to a conventional stent. The explanted stent graft was discarded by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.